Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level ranging from 400 mg/dl to 412 mg/dl. The customer¿s current blood glucose level was 319 mg/dl. The customer was treated with insulin pump for high blood glucose. Customer did report symptoms related to high blood glucose such as nausea, abdominal pain, chest pain and difficulty breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that the insulin pump was under delivering. Drive support cap appears to be normal. The customer stated that the infusion set had bent cannula. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with broken battery tube threads. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.